Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #3). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel(device #1). On (B)(6) 2010 and (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2 and device #3). The patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and the two (2) composix e/x (device #2 and device#3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. Updated fields: a2, b2 (outcomes attributed to adv ev and outcome other - description), b3, b4, b5, b6, b7, d3 (manufacturer), d4 (product catalog no., corporate lot no., expiry date, UDI no.), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the composix e/x mesh (device #3). An additional supplemental emdr was submitted to represent the composix kugel (device #1) and composix e/x mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). (B)(6) 2010 and (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2 and device #3). The patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and the two (2) composix e/x (device #2 and device#3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per medical records and plaintiff profile form: (B)(6) 2005 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per op notes, ¿the recurrent hernia involved of the previous hernia repair. A large oval composix kugel patch (device #1) was placed within the peritoneal space, and tacked sutures.¿ (B)(6) 2007 - patient had abdominal pain and was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of mesh (device #1). Per op notes, ¿the mesh (device #1) was found on old seroma cavity and palpable through hernia sac. The mesh is quite hard and appears to be coming out into the hernia sac. The adhesions to the mesh were taken down. The mesh (device #1) was excised from anterior abdominal wall. A synthetic mesh was placed into the defect.¿ (B)(6) 2010 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #2). Per op notes, ¿the synthetic mesh emanating down into midportion of abdomen was removed completely. A composix e/x mesh (device #2) was placed within the abdominal cavity and sutured circumferentially.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the removal of mesh (device #2) and implant of composix e/x (device #3). Per op notes, ¿the mesh (device #2) in the middle of the abdominal wound and anterior to the hernia sac. The mesh was splayed out and forms diastasis. The mesh (device #2) was removed completely. A piece of composix e/x mesh (device #3) was placed within the intraperitoneal space and sutured circumferentially.¿ (B)(6) 2016 - patient was diagnosed with recurrent wound seroma thereby underwent drainage of seroma. (B)(6) 2016 - patient was diagnosed with appendicitis, adhesion thereby underwent laparoscopic repair. Per op notes, ¿the adhesion from anterior abdominal wall to the omentum and mesh (device #3) were taken down. Appendix was removed.¿